Manufacturer narrative:
Correction: code (device) updated to fluid leak. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Correction: MFR site plant investigation: the complaint device was returned to the manufacturer for physical evaluation. During the gross visual examination of the sample, there was no damage or irregularities noted on the returned sample. During laboratory examination, the dialyzer was primed with water. The flow of fluid through the fibers was visible; water pressure spikes (as seen in dialyzers when the majority of the fibers are plugged with blood or polyurethane) were not exhibited during testing. The integrity of the dialyzer remained intact and no internal or external leaks were noted during bubble point testing. The potting cut surfaces were examined under the microscope (keyence z20 lens at 30x magnification) for plugged fibers. There was no manufacturing related damage or irregularities noted that may have resulted in the occlusion of flow; specifically, no pu (polyurethane) plugging of the fibers was observed. An investigation of the device history records (DHR) was conducted by the manufacturer. The production record was reviewed, there was an approved temporary dn noted on the lot. It is unrelated to the reported complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the cause of the complaint was able to confirm the reported event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician reported that a dialyzer blood occluded within the last 30 minutes of the patient¿s hemodialysis (hd) treatment. The patient¿s estimated blood loss (ebl) was approximately 150ml. As the occlusion occurred near the end of treatment, the patient opted to not to continue treatment for the day. There was no patient injury, adverse events, or medical intervention required as a result of this event. The complaint device was reported to be available to be returned to the manufacturer for evaluation.